Event description:
It was reported that there was a shocking or jolting sensation. The implant date of the leads and implantable neurostimulator (ins) was on (B)(6) 2013. The patient experienced a shock from water and current 7 years prior to this report and stated that the recent shock had been similar to the one caused by the water previously. The shock happened when the ins was ¿put on after surgery¿ and when the patient turned ins off. Stimulation was at 4.00. Up until the day of this report the patient¿s sodium level had taken a dive and now their health care professional (hcp) gave the patient the ok to turn the ins back on. The patient¿s skin felt fried. It was stated the patient was ¿not getting over surgery.¿ it was noted the patient had been very weak and sick for about ten days after surgery. The patient was now doing ¿better.¿ additional information received reported the patient could not find a combination to get any relief. When the patient would move they would get shocked. It was noted while the patient had problems with their sodium levels they were unable to do anything with the ins for about 3 weeks. As of 06-20-2013 the patient was still having concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).